Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that esc button sometime did not work and had to click multiple times,moisture was found under the screen. Blood glucose was unknown. Customer also reported that screen was scratched and upper left hand corner was cracked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, operating currents and self test due to unresponsive buttons. Device received with minor scratched lcd window, cracked case at the display window corners and cracked lcd window.